Event description:
Customer called stating that his meter was reporting readings with a decimal point. An eval was conducted over the phone which determined that his meter was reporting results in mmol/l instead of mg/dl. The customer was instructed how to reset his meter to the correct units.